Event description:
It was reported that, "when the femoral component was opened, dr noticed that one side of the femur was wedged into the corner of the packaging. He had a difficult time removing this component and asked for a new one.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.